Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had migrated within the device pocket and the patient experienced discomfort at the device pocket site. The physician repositioned the device and leads within the pocket. The implantable cardioverter defibrillator (ICD) system remains active and implanted. No patient complications have been reported as a result of this event.